Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; both output connectors were broken. It was also found that the liquid crystal display (lcd) was electrically out of specification, and there were bubbles between the keypad window subassembly. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector on the external pulse generator (epg) was broken and pushed internally. The epg has been returned for service. There was no patient involvement.